Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states that she feels well and does not require medical attention. The customer's expected blood results are 225-250mg/dl fasting. Verified the strips expire 01/28/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test 239mg/dl and 223mg/dl. Reviewed meter memory: 1: 265mg/dl (B)(6) 2015 12:24:00 pm fasting: no; 2: 48mg/dl (B)(6) 2015 04:03:00 pm fasting: no; 3: 225mg/dl (B)(6) 2015 10:32:00 pm fasting: no; 4: 470mg/dl (B)(6) 2015 09:25:00 pm fasting: no; 5: 126mg/dl (B)(6) 2015 08:10:00 pm fasting: no. Customer is concerned with 470mg/dl. No adverse event reported.